Manufacturer narrative:
Customer is claiming false negative as compared to positive test results from genabio. Genabio is a rapid antigen tests, not pcr test. No pcr confirmation was performed. (B)(6) at 8:00am - ihealth test-egative; (B)(6) at 2pm- ihealth test-negative; (B)(6) at 11pm-ihealth test- negative; (B)(6) at 2:22am-ihealth test-negative; (B)(6) 11:36am-ihealth test-negative; (B)(6) 11:38 am -genabio test- positive. The manufacturer retested the lot (241co20705) samples at (B)(6) 2024 and no false negative were detected.

Event description:
Event details: on 8/16/2024 customer submitted the following message to our customer service department: I want a refund immediately on my amazon order. Bought 5 tests. I felt miserable for days. I took all 5 tests, all showed negative and I followed the directions to a t. Finally bought a test (different brand) from a local store. Took that test the exact time as the ihealth test. It was glaringly positive, meanwhile the ihealth test was still negative. Refund me immediately for my defective tests.